Event description:
It was reported that the 8800 system presented an error (high voltage regulator failure) on bootup. The system was rebooted and worked as expected. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported malfunction could not be duplicated. Adjusted the power supply ps1 to read 5.05 vdc. The system was tested and found to be working as intended, and placed back into service.